Event description:
I was given amo complete moisture plus contact lense solution when I first rec'd my contacts in 2007. From the very first day, I used the product I experienced eye pain, with symptoms of redness, blurred vision, feeling like there was something in the eye and light sensitivity. I am still experiencing these symptoms with the worse symptom being eye pain.